Manufacturer narrative:
(B)(4).the service engineer (se) inspected the device and could not duplicate the reported malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Report received that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.